Manufacturer narrative:
(B)(4). Concomitant medical products: 110010265 ¿ g7 shell ¿ 65202253. 12-151307 ¿ echo stem ¿ 209510. 010001035 ¿ cocr head ¿ j7181153. Reported event was unable to be confirmed due to limited information provided by the customer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left hip procedure, the liner would not seat in the cup. The surgeon hit so hard during attempts to seat the liner that the cup dislodged. The surgeon had to implant a larger cup and liner as a result. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.